Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The technician confirmed particles in the air path during the device evaluation. In addition to the above findings, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.